Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported blood glucose levels between 102-140 (mg/dl). The customer had recently eaten a meal and delivered a meal bolus prior to occlusion alarm occurring. The customer began but declined to complete all the troubleshooting steps with tandem technical support.